Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, following initial deployment, an infold was observed in the valve frame. Per the physician, the infold was caused by the patient's native anatomy. The depth at deployment could not be accurately determined due to the significant infolding. Subsequently, the valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon and a new valve was implanted in the patient. No adverse patient effects were reported. Additional information was received that crown overlap between the third and fourth node was noted during the loading process. Additionally, the pre-procedure gradient was greater than 70 mmhg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011437689); product type: 0195-heart valves; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, following initial deployment, an infold was observed in the valve frame. Per the physician, the infold was caused by the patient's native anatomy. The depth at deployment could not be accurately determined due to the significant infolding. Subsequently, the valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon and a new valve was implanted in the patient. No adverse patient effects were reported.